Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
During the inspection of the 5mm, 33cm peek monopolar handle 33cm, the insulation was noticed to be compromised. Visible dings and scratches were seen throughout the shaft. Also the unit presented visible evidence that it had been previously repair and or serviced by a third party. The insulation along the shaft is not original. It appears as if some sort of shrink tubing was used to repair the damages. The 5mm, 33cm peek monopolar handle 33cm failed the insulscan test. Instruction for use states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause could be improper sterilization methods and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.